Event description:
Incorrect patella was implanted during bicompartmental knee replacement.

Manufacturer narrative:
Incorrect patella was implanted during bicompartmental knee replacement. Correct patella was available at the hospital at the time of surgery. Operating room staff supplied the surgeon with the incorrect patella. Review of the device history records indicates that all patella were properly identified and all labeling requirements were met.